Event description:
Received fmc product complaint reporting "blood leak on first use." Internal leak. Blood observed in the dialysate from line. Ebl 180 cc, as volume of dialyzer and venous line were not reinfused to pt. No adverse effects reported. No medical intervention. Baxter 550 dialysis machine in use. Non-reuse facility, as dialyzer was dry pack. MDR filed due to blood loss reported.